Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.64v at 32 months. This device is included in the shortened replacement window advisory. No adverse patient effects were reported.

Manufacturer narrative:
Technical services recommended monthly follow-ups at this time. Should additional information become available this event will be updated. The device was later explanted for normal battery depletion. The device analysis has already been reported and accepted. Please see report: 2124215-2011-05069 for the completed analysis results of this device.